Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the cheeks with 1 ml of juvéderm® voluma¿ with lidocaine, to the lips with 1 ml of juvéderm® volift¿ with lidocaine, and to the nasolabial crease with 1 ml of juvéderm® ultra 4. The next month patient "became run down" with flu and cold for 6 weeks. After that the treated areas became hard and swollen. Patient was treated with prednisolone, fexofenadine, co-amoxiclav and hyalase. Symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swollen and hard are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected to the cheeks with 1ml of juvéderm® voluma¿ with lidocaine, to the lips with 1ml of juvéderm® volift¿ with lidocaine, and to the nasolabial crease with 1ml of juvéderm® ultra 4. The next month patient "became run down" with flu and cold for 6 weeks. After that the treated areas became hard and swollen. Patient was treated with prednisolone, fexofenadine, co-amoxiclav and hyalase. Symptoms have resolved.